Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked after the user bumped the device, and the screen became unusable and the device would not power on. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a fracture of the touchscreen with stress-related damage identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.